Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation shows crossbrace tube broken at mounting hole.MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer, broken at weld on left cross brace.